Manufacturer narrative:
Block b3: date of event was approximated to (B)(6)2019 as the event date is unknown. Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly and the yoke were not returned. It was also noted that the control wire was kinked inside of the handle. Microscope examination was performed, and it was noted under high magnification that the device had been fully activated. A dimensional examination was performed to further analyze the deployment issue, and the length from the most distal point of the ground coil to the proximal edge of the ferrule was within specification. A dimensional analysis was also performed on the flatness of the control wire of the device, and it was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a gastroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to detach from the catheter. Reportedly, after a minute of manipulation, the clip was pulled off from the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a gastroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to detach from the catheter. Reportedly, after a minute of manipulation, the clip was pulled off from the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.